Event description:
Hcp reported the patient had an infection of the pump. He also reported the patient had kidney stones and that it is possible these could have caused the infection. The device was explanted. Attempts were made to contact the hcp for further information. A follow up report will be sent when additional information is received.